Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 75-95mg/dl fasting. Verified the strips expire 11/30/2017. The customer could not confirm when the strips were first opened. Customer performed a back to back blood test 215mg/dl and 219mg/dl fasting. Reviewed meter memory: (B)(4). Customers concern with all results reviewed. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 75-95mg/dl fasting. Verified the strips expire 11/30/2017. The customer could not confirm when the strips were first opened. Customer performed a back to back blood test 215mg/dl and 219mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern with all results reviewed. No adverse event reported.